Manufacturer narrative:
(B)(4).

Event description:
The customer reported experiencing reboot events upon attempting to discharge patients. The issue impacted the information center ix. There was no patient incident.